Event description:
A hospital in (B)(6) reported to our distributor that the heater probe connecter on an rt210 adult dual-heated breathing circuit kit was "bent" and could not be inserted. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was tested to see if full insertion of the expiratory and inspiratory heater wire adapter plug was possible. Results: the heater wire pins of the expiratory limb are within specification for this product, as full insertion was achieved. Full insertion of the heater wire pins on the inspiratory limb was not possible as the heater wire pins were bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to our distributor that the heater probe connecter on an rt210 adult dual-heated breathing circuit kit was "bent" and could not be inserted. This was found prior to patient use.